Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2024-00011. The date of that submission was 04-jan-2024. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the epidural infusion tubing had several leaks at the in-line filter site. The event occurred multiple times with the item. It is unknown if there was patient involvement, no adverse patient effects were reported.